Manufacturer narrative:
A replacement pump including transformer was sent to the customer. Eval summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the voltage output across the dc plug measured 13.44 vdc. Resistance across the dc plug measured open, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 57.1 ohms, and indicates that the thermal fuse did not blow. Smoke, fire and sparking were not observed while the transformer was plugged in. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable is use. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process had been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The customer originally reported to customer svc that her pump in style advanced breast pump had high suction. When the prod was rec'd at medela, it was noted during eval that the transformer housing was breached, which was in safety risk.